Manufacturer narrative:
Correction: updated h6 coding.

Manufacturer narrative:
The reported events of failure to sense and inadequate capture threshold were not confirmed. As received, a complete lead was returned. Electrical testing and visual inspection were normal. Meanwhile, x-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to sense and high capture threshold measurement. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.